Manufacturer narrative:
Other text: relevant patient code added to h6.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical pump was under delivering medical fluid. A few hours after use, the patient face turned blue and he felt sick. He then recovered and the patient did not require additional medical treatment. No further adverse events were reported.